Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead developed high pacing thresholds post implant, and had been turned off. The lead was successfully repositioned during an implantable cardioverter defibrillator replacement.